Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with high voltage lead impedance alert via merlin.net. Transmission. Impedance has been gradually increasing in the can vectors possibly due to encapsulation of the can. Programmer based shock or applying pressure while performing an impedance measurements were suggested. No changes were made at this time. The patient will continue to be monitored. The patient is stable.